Manufacturer narrative:
Initial reporters phone number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was noted in the service order that the motor on the motor device had a low speed and low torque strength. It was further determined that the cutters could not be held by motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.